Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) levels over 300 mg/dl. Customer performed a supply change to address the issue. On (B)(6) 2023 customer experienced a blood glucose (bg) level of 465 mg/dl. Reportedly, the customer was using cold insulin within their pump supplies. Customer administered a bolus via the pump to address the issue and went to the emergency room. Customer was treated with a manual injection and intravenous fluids; nature of fluids was not known. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support educated the customer on insulin labeling. The customer reverted to an alternate method of insulin therapy.